Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available; device not returned for analysis.

Event description:
It was reported that the patient was having the sophono implant removed due to a necrotic area over the device. The procedure to remove the device occurred on (B)(6), 2015, at which time the explant doctor confirmed that there was no malfunction of the device itself; the implant was appropriately placed and all components successfully explanted without difficulty. No malfunction of the device was alleged; the cause of this event was the non-compliance of the patient after sustaining injury to the implant area. The incidents leading up to this removal begin with the patient having the device implanted with no problems. She wore it for a time without issue. At some point the area where the device was implanted sustained trauma, at which the implant doctor and audiologist asked the patient to not wear the device to give the area time to heal. The patient was non-compliant and continued to wear the device, even after numerous warnings that the area needed to heal. The area never healed, which led to necrosis and the need for this procedure to explant the device. For the removal procedure, the affected area was cleaned extremely well with betadine before beginning the case. Once the area was opened surgically, the doctor freed the edges around the device and removed the necrotic skin. At that point the 5 screws were removed using a kls screwdriver. The skull wells that were made when the device was implanted were intact and the area did not require additional procedures; it was sutured together upon completion. The doctor has said that the patient will be getting another sophono device but will be using a soft band; no plan on placing another implant at this time.

Manufacturer narrative:
Age at time of event: (B)(6). Date of this report: 09/30/2015. Model number: s0263-00, serial number: (B)(4). Device available for evaluation? Yes. Returned to manufacturer. Date received by manufacturer: 10/29/2015. Product evaluation: when received for analysis, there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Note ¿ the implant is titanium encased. Visually, there were minor scratches on the faces of the implant (mainly on the exposed side). When viewed under magnification, there was no evidence of corrosion. The magnets are reactive to steel. 5 screws were returned (4 green and 1 self-tapping purple). There were tool marks (likely a screwdriver) on the screws however there was no damage that would result in a functional issue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.